Event description:
It was reported that anatomical insertion site was right subclavian vein. According to md, he tried to feed the catheter over spring wire guide (swg), but the swg became stuck at the hub of the catheter. He removed both the catheter and the swg and tried twice using an extra swg. He was successful with the third attempt using another set. There were no reported pt complications as a result of this occurrence.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.